Event description:
Information was received from a consumer implanted for bowel dysfunction and gastrointestinal/pelvic floor. The consumer reported the healthcare provider reportedly said the implant looked infected and that it needed to come out. An infection was reportedly confirmed in the area of the implant. It was unknown if any antibiotics were taken. However, the patient went back to see another doctor on the day of the report who stated the implant looked fine and there was no need to remove it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.